Event description:
Patient called in to request medical info and to report multiple adverse events experienced since implantation of a cypher stent in the pulmonary artery. The patient reported chest pain, scar pain, inflammation of scar line, itching of chest and "total disability" since implantation of the cypher stent. Further investigation revealed her stent was implanted in the left anterior descending artery about one year ago. According to the patient, three weeks after implantation of her stent she underwent open-heart surgery for coronary artery bypass. She said, "the stent broke" and the stent was not removed during her surgery. She did not know if the stent had any blockage and she did not know which coronary arteries were bypassed. She reported uncontrolled hypertension and nosebleeds, difficulty breathing but no shortness of breath, left arm pain, chest pains, itching, swelling around the neck, decreased vision, allergy and asthma which was diagnosed last year.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.